Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: component code added 451- electrode. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added 3331 - analysis of production records. H6: investigation code added 4114 - device not returned. H6: investigation findings code added to 3221- no findings available. The following sections have been corrected: h6: health effect updated 4545 - skin inflammation/ irritation. H6: device code updated to 2993 - adverse event without identified device or use problem.

Event description:
It was reported by the patient that on the first day (one hour) patient used the allergy cream. Did not break out on the second day. But on the third day (3 hours) she broke out again and used the allergy cream. The patient did not have access to the electrodes to give me the lot # but she will be returning a pouch of the 63b electrodes. Update 5/28: sales rep, (B)(4)," hello, (B)(6) sent a picture to her doctor today of skin irritation. Both the green and blue label electrodes caused her irritation. I want to reach out to see what else we can do for her. Per filenet (B)(6) 2021, the patient went to the doctor and was prescribed a cream.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that on the first day (one hour) patient used the allergy cream. Did not break out on the second day. But on the third day (3 hours) she broke out again and used the allergy cream. The patient did not have access to the electrodes to give me the lot # but she will be returning a pouch of the 63b electrodes. Update 5/28: sales rep, (B)(6) "hello, (B)(6) sent a picture to her doctor today of skin irritation. Both the green and blue label electrodes caused her irritation. I want to reach out to see what else we can do for her. Per filenet (B)(6) 2021, the patient went to the doctor and was prescribed a cream.